Event description:
No date was given, manager of radiology stated that the product fell apart while in a patient during a procedure. No patient information or procedural information was available.

Manufacturer narrative:
Evaluation: the customer has returned the device in a used and damaged condition. A visual examination discovered that the coil has separated from the distal solder connection, thus allowing the entire length of the coil to become elongated. This wire guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. It is possible the device met with resistance beyond its intended capabilities, possibly due to patient anatomy or if the wire guide came into contact with the bevel needle during initial placement. We do advise on our labeling affixed to the wire guide holder that withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. Nevertheless, the appropriate personnel have been notified.